Event description:
It was reported that the device can¿t get consistent signals out of either one of the outputs, and it loses signal in the middle of case.

Manufacturer narrative:
Alleged failure: can¿t get consistent signals out of either one of the outputs, and it loses signal in the middle of case. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: bad component on the digital board. This is an electrical component failure, and it is difficult to predict the lifetime of electrical components. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device can¿t get consistent signals out of either one of the outputs, and it loses signal in the middle of case.